Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a ileostomy procedure, the staple line was bleeding. The blood loss was not greater than 500 cc. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one stapler. The visual inspection of the returned product noted the reload was partially fired and engaged in interlock. The used sulu was reset and reloaded with staples. The instrument and sulu were applied to the appropriate test media. The firing knob advanced and retracted without difficulty. The staple line was properly formed and the knife blade cut completely and cleanly.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the reported condition was unable to be determined, as malformed staples were received but could not be replicated. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.if information is provided in the future, a supplemental report will be issued.